Event description:
The company was informed of an alleged incident via certified letter on (B)(6) 2014. The alleged incident was described to the company as followed. "On (B)(6) 2014, while refilling the portable liquid o2 unit from a stationary base unit, the portable unit exploded after freezing to the stationary unit. The pt was injured but the extend of his injuries have not been specified. He has 2 stationary units, one at his house and one at girlfriend's unit. The incident is believed to have occurred at his girlfriend's apartment." Based on the investigation to date and records received the stationary unit (B)(4) is not manufactured by the company.